Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was initially unresponsive on the lock/unlock screen. During troubleshooting with tandem technical support, the touchscreen responded to presses, but reportedly the screen timed out sooner than the 120 seconds that the time out setting was set to. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.